Event description:
Discrepant (-) serum vs urine and serum quant (+). One patient only. Urine was strong (+), so ran serum on icon 25 - (-). Repeated testing 2 more times (total 3 devices each urine and serum) w/ same results. Beta-hcg done on beckman analyzer - serum quanted at 118 miu/ml. Redrew serum same day (to eliminate possibility of sample mix-up), repeated all above testing w/ same results. Patient returned today, still same results except serum beta-hcg quanted at 133 miu/ml. Patient may be waiting for chemo, unknown if has had monoclonal ab treatments in past. Discussed possible hama causing discrepant (-) serum (per icon 25 hcg pi). Will freeze urine and serum samples for investigation.

Manufacturer narrative:
Retain sample evaluation: reference notebook: please find report in document. Summary of results: the retention tests met qc specification. Correct positive results were showed when tested with 25miu/ml hcg serum control. Correct positive results were showed when tested with 100miu/ml hcg serum control. No false negative was found in the test. Probable root cause; the serum of patient might have some impurities and it influences the antigen combine with antibody, so the test got a false negative result. If the sample was slimy and the serum flowed slowly, the reaction time of antigen combine with antibody was short. As a result, the t line might be faint, so the result would be false negative. Conclusion: from our testing, all the results were fine. So the complaint is not confirmed. Manufacturing documentation review results: there is no abnormal found in batch review and the product number, product description and lot number was verified. Returned device evaluation pending.